Manufacturer narrative:
Result: the 5max ace reperfusion catheter was kinked 9.0 cm and 29.0 cm from the hub, and fractured 43.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the 5max ace reperfusion catheter was fractured during removal from the packaging hoop. Evaluation of the returned product revealed it was kinked and fractured in the proximal shaft. This type of damage frequently occurs due to improper handling during removal from packaging. These devices are 100% visually inspected for damage during process investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, an ace catheter was found fractured and was not used.